Manufacturer narrative:
(B)(4). A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (50 mg/ml at 12.099 mg/day; unable to obtain lot number) via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. The patient's medical history and concomitant medications were unable to be obtained. On (B)(6)2016 it was reported that the patient had increased pain, was admitted to the hospital, and was scheduled for a potential catheter replacement on monday. The patient's status was reported as"alive - no injury". Additional information was received on 01-feb-2016 from a company representative and it was reported that on (B)(6) 2016 the old catheter was removed and replaced with a new catheter. The serial number of the catheter was not provided. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the catheter revealed catheter body dark residue occlusion in dispensing holes, event related. As received, dark foreign material was seen in the most proximal of the dispensing holes of segment 2. When initially tested for patency, an occlusion was seen in the most proximal of the dispensing holes but the occlusion was easily broken loose. After decontamination the dark foreign material was no longer in the most proximal set of dispensing holes but the catheter was still discolored in this area.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information conclusion code and results code no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.